Event description:
It was reported that the patient presented to the emergency room. It was discovered that the pacemaker (pm) had eroded, and the physician suspected a possible infection. It was noted that only the device was visible. It was discovered that the pocket erosion was caused by a fall. Physician opted for a full system explant. The patient status was unavailable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room. It was discovered that the pacemaker (pm) had eroded, and the physician suspected a possible infection. It was noted that only the device was visible. According to the physician, the patient was transferred to another hospital. Further information was requested but not received.